Event description:
The facility indicated that during a transfer from bed to chair, the resident flipped over backwards, hit her head on the carpet, and flipped back into position. She was checked by a physician and no injuries were noted. However, 5 to 9 days after the incident, a fractured hip was diagnosed. The patient deceased 3 to 4 weeks after the incident. It is not known if the injury or death were related the incident. Two caregivers were assisting in the transfer. The patient was described as frail, elderly. The date of death was not given.